Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose and needed emergency medical services. The customer's blood glucose was 21 mg/dl at the time of incident. The customer's blood glucose was 273 mg/dl at the time of call. The customer treated her low blood glucose with peanut butter and an insulin fluid. The customer stated that the insulin pump he just woke up and the paramedics were there. The customer stated that he had a diabetic shock prior to the event. The customer stated that the insulin was empty when he checked it at the time of incident. The customer stated that he already did a full set change. The customer stated that he declined to be hospitalized. Troubleshooting did not occur. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.